Event description:
The patient reported that the needle button popped out, patient mentioned that it partially locked down and then popped out. The patient mentioned this happened twice, last time this morning. The patient mentioned she is using the v-go on her abdomen and changes sites periodically.

Manufacturer narrative:
The device was returned and evaluated. The evaluation results are as follows: the complaint about the needle button released could not be determined. The device was returned with the needle release button depressed, due to this condition, it is not possible to determine if the needle button had inadvertently retracted during use. The needle mechanism was tested and passed with no issue observed.